Manufacturer narrative:
Investigation in process.

Event description:
Caller reported a potential false negative troponin I (tni) result on triage cardiac panel test vs. Dimension. A (B)(6) male pt came to the ER; admit diagnosis was chronic heart failure, atrial fibrillation and non-stemi (stat mi). A sample collected around 2-2:30 pm gave results that were potentially false negative compared to results on the dimension.